Event description:
It was reported that the catheter was being placed into the patient's right wrist. An approximately 1.5 inch portion of the arterial line catheter sheared off and was retained during the attempted insertion. This required removal of a foreign body and repair of right radial artery by the vascular surgical team.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.